Event description:
Analysis of the handheld was completed on 10/08/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 10/08/2014. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld is not holding a charge. The site keeps the handheld plugged into the electrical outlet all night, but the handheld will not hold the charge. A new programming tablet was provided to the physician. The handheld was received for analysis. Analysis is underway, but has not been completed to date.